Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed. Programming changes were made and resolved the issue. Patient condition was stable.